Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the hand pendant will not operate the foot of the bed. The caller also states the foot motor will not hold elevation.